Event description:
It was reported that the implantable pulse generator (ipg) underwent a reset. During device interrogation the screen went blank and after cycling off the power on the programmer the health professional was forced to do a save to disc. All checks after reset appeared normal, however the device would not allow lead impedance test to be performed. The cause of the problem was a "flipped bit" in the pacemaker's memory. A manual guided reset (mgr) on the ipg was required and the device remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. This model number is not approved for distribution in the united states, however, it is same/similar to a device marketed in the u.s.